Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the sacroiliac joint vein. During priming, the device stopped and an error message regarding auto-adjusting displayed. After this, the device worked normally. Aspiration was initiated inside the patient's body. However, after around 60 seconds the device stopped working again and the same error message displayed. The physician tried to reset the device many times with no success. It was noted that the pump remained with saline. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the sacroiliac joint vein. During priming, the device stopped and an error message regarding auto-adjusting displayed. After this, the device worked normally. Aspiration was initiated inside the patient's body. However, after around 60 seconds the device stopped working again and the same error message displayed. The physician tried to reset the device many times with no success. It was noted that the pump remained with saline. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.